Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no abnormalities that could have contributed to the reported condition. The reported condition was verified. The device history record (DHR) review was completed and revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported symptom of "#2 keypad problem" which was reproduced during evaluation. The "basic", "1", "2", and "3" keys were found to be inoperable. The cause was determined to be a failed keypad and the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a #2 keypad problem. There was no patient involvement. No additional information is available.